Event description:
Guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead was seen in the emergency room (ER) after receiving 3 shocks for noise on the lead. The patient was subsequently brought to the electrophysiology (ep) laboratory and the right ventricular (rv) lead setscrew was found to be loose.

Manufacturer narrative:
The setscrew was tightened and the situation was alleviated. No adverse patient effects were reported. The root cause is attributed to the difference in renewal 3-4 header design from previous headers. No additional information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, microscopic visual inspections noted a hole in the ra(+) and lv(-) seal plugs. The lv(-) seal plug was also torn and its retainer ring was bent upward. Damage of this type would suggest that excessive force was used to retract the setscrew. There were tool marks observed on the device header surface. All other seal plugs intact and all setscrews moved freely and operated normally. Additionally lead impedance testing was performed and all measurements were within normal specification. The device was put through and passed a series of automated diagnostic testing. Analysis testing could not confirm the reported noise, oversensing, or setscrew issue however, the hole in the ra(+) seal plug may have contributed to the observed noise. The damage to the lv(-) retainer ring is consistent with induced damage. The device meets specification for normal battery depletion, electrically.

Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead was seen in the emergency room (ER) after receiving 3 shocks for noise on the lead. The patient was subsequently brought to the electrophysiology (ep) laboratory and the right ventricular (rv) lead setscrew was found to be loose.